Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Summary: post market vigilance (pmv) led an evaluation of one endo gia* universal roticulator* 60-4.8 single use loading unit opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that during a sleeve gastrectomy procedure the device partially cut. Visual inspection of the cartridge revealed that the loading unit was fully fired. The loading unit had damage to the cutting edge of the knife blade noted during microscopic inspection. The loading unit was loaded into a post market vigilance instrument for functional testing. The loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the knife blade damage and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. No product enhancements were generated.

Event description:
The customer states: the cartilage was loaded properly on the idrive but when the dr. Pressed the green button to fire, the staplers were fired but the knife didn't cut current patient status: the patient was not affected with the problem. Additional information requested via email: 1. Did the knife blade cut the tissue at all. It cut about 10 mm and then stopped 2. Were all of the staples deployed. Yes 3. Please confirm that product will be returned for investigation. Yes it will be returned for investigation 4. Was any reinforcement material used in conjunction with the stapling device. No 5. If yes, a. What was the brand of the reinforcement material used? B. What was the item code and lot/serial number of the reinforcement material? 6. What is the patient age, weight, gender? Na 7. What surgical procedure was being performed. Gastric sleeve . 1. Unanticipated tissue loss. No 2. Unanticipated extension of the incision by more than one inch. No 3. Unanticipated blood loss of 500ccs or more. No 4. Was surgical time delayed by more than 30 minutes due to the product problem. No 5. Device fragment or component falling into the patients cavity. No 6. Device fragment left in the patient. No. (B)(4) please also ask the account what the lot is for the idrive device used in this case.